Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5159270. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5161526. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 26552304. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few years prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was retained by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 5159270 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 5161526 UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 batch: 26552304 UDI: (B)(4). Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established will be used.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was retained by the medical facility and will not be returned.